Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable compressor. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the unit and confirmed the reported condition. To address the issue, the se replaced the compressor muffler filter. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and speckled with darker color dirt/dust particles were found. An investigation was performed and the identified root cause of the reported issue was isolated to vendor process. If information is provided in the future, a supplemental report will be issued.